Event description:
An anterior cervical fixation was done in 2005 using eagle screws. In a week later a posterior fixation was performed on the pt. At that time, an x-ray taken prior to the procedure shwed that two eagle screws had backed out and toggled. Resterior fixation was completed and a revision performed to replace the backed out screws.